Manufacturer narrative:
Catheter model# 8709 (B)(4) implanted:2005-(B)(6) explanted:unk; catheter segment model#8578 (B)(4) implanted: 2010-(B)(6) explanted:unk. (B)(4). Corrected information: the initial MDR was filed as manufacturer's report # 3007566237-2011-09382. Additional review indicated the correct manufacturing site was site # 3004209178.

Manufacturer narrative:
.

Event description:
Additional information: it was reported that the surgeon was able to pull csf after clearing an obstruction in the catheter. It was indicated that the patient was doing good and receiving effective therapy.

Event description:
It was reported that during a catheter implant/revision procedure, they were not able to get cerebrospinal fluid backflow while attempting to place the catheter; imaging shows needle is properly placed. Additional information has been requested but was not available at the time of this report.